Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported they were having problems with their recharger again. Pt had been experiencing longer charge times to get their implant to full, and they were constantly losing the excellent/good quality ratings, getting interrupted by connectivity being lost. Pt mentioned that the recharger was very touchy; they couldn't move without poor recharge quality coming up, or having charging interrupted. Pt 'can't do dishes, bend over, or do anything' while charging. Pt stated they can't get their implant charged to full. Pt used to only take about 45min to 1 hour to charge their implant, but now they had been taking 1.5 hours to charge; they took 1 hour to get from below 20% to 60%. Pt reported their implant's charge had also been running out within 24 hours. Agent had pt examine their recharger cord and plug for damages; none were reported. Agent had pt examine their controller port for damages; none reported. Agent attempted to have pt do a passive recharge test with the recharger, but pt seemed confused about the instructions. Pt stated that their controller was at 80% and their implant was at 60% the issue was not resolved. An email was sent to the repair department to replace the recharger. Patient services (ps) created additional case for follow-up documentation. Additional information was received from the pt. Pt repor ted that they were still having the same issues previously documented after using the replacement rtm - still having controller beep and present with poor recharge quality. Pt spoke with their manufacturer representative (rep) regarding the issue over the phone ab out a week ago and was redirected to ps to try replacing the controller. A replacement controller was requested. Additional information was received from a patient (pt). It was reported that they were having the same recharging issues (poor conn ectivity/charge quality) after recharger and controller replacement. The patient services (pss) agent re-directed them to follow-up with their mdt rep/healthcare provider (hcp) to further diagnose the issue. The pt agreed they would try that.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.